Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2187 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "today when placing a PICC nurse ran into resistance to advance the catheter. 3cg did not show up any picture. Nurse pulled the wire out about 10cm and advanced again. It still did not advance so we pulled the entire wire out. The wire was kinked in 2 places."